Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation a freeze capture revealed atrial lead noise. On 10/20 the atrial lead exhibited steadily diminished p waves. No intervention was reported. The patient was in stable condition. No additional information was available at this time.